Event description:
The field service engineer reported that during preventative maintenance, the unit would not operate on battery. The fse replaced the backup battery to address the reported problem. Final applicable testing was performed per operating specifications. Specifications and passed. Proper care, maintenance and testing should be performed when using battery power sources.